Event description:
It was reported that the patient was scheduled to undergo a non-conditional magnetic resonance imaging (MRI) procedure. This system has this lead. Upon programming into MRI protection mode, it was noted that this left ventricular (lv) lead exhibited high out of range pace impedance measurements. No adverse patient effects were reported. At this time, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).